Event description:
User at the clinic noticed the hospital electonics system has slightly frayed wires on the back of the unit. The hospital electronics system was replaced and there were no adverse consequences reported by the user at the clinic.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems hospital electronic system was received for evaluation. The reported event that the hospital electronic system (hes) had frayed wires on the back of the device was not able to be confirmed. No wires that attach to the back of the device were returned, and a visual inspection was not able to be performed on the wires referenced. Additionally, the returned antenna had no frays on the cable. During investigation, it was noted that device (B)(6) had passed expected product life-time of 5 years as stated in the IFU. The reported event that the returned antenna was making a noise was not able to be confirmed. Visual inspection of the antenna paddle was not able to reproduce any noise uncommon to the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.